Manufacturer narrative:
The insulin pump received with blank display, problem isolated to interface board. Pump received with cracked battery tube thread, cracked reservoir tube lip, cracked case reservoir tube window corners and stained end cap sticker noted.

Event description:
The customer reported via phone call that their insulin pump had a blank display. The customer¿s blood glucose level was unknown at the time of the incident. Customer states the contacts on the battery cap are not missing or damaged. Customer states battery compartment is neither damaged nor corroded. Customer states the spring is neither damaged nor corroded. Customer states the display returned. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device was expected to be returned for analysis.